Manufacturer narrative:
(B)(4). Concomitant medical devices: comp primary stem, catalog#:113668, lot#044560; cobalt-g hv bone c, catalog#:402433, lot#:003990; optivac total hip, catalog#:417000, lot#:608885; small diameter cem, catalog#:414990, lot#:211160; intramedullary plu, catalog#:130609, lot#:013650; small dia cement p, catalog#:414995, lot#:200240; implantation kit, catalog#:999881, lot#:999999; versa-dial 42x18x46 hum head, catalog#:113032, lot#:394630. Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation after the revision surgery. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02912, 0001825034-2017-02926, 0001825034-2017-02913.

Event description:
It is reported that the patient initially underwent a right hemi-arthroplasty procedure. Subsequently, the patient was revised approximately five (5) years post-operatively to a reverse shoulder arthroplasty due to rotator cuff arthropathy with loss of range of motion and function. The humeral head and taper adaptor were removed and replaced with reverse shoulder components.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.